Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device are unknown. No information has been provided to date.

Event description:
It was reported that repeat watchdog failure occurred. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found no signs of external damage. There was evidence of the reported problem (error) recorded in event history log, however, the reported problem was not duplicated, and investigation found no damage to the speaker. The cause of the reported problem was unable to be determine; no fault was found. For corrective action however, the speaker was replaced as preventive measure. No fault was found with the device. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: correction: h4: mfg. Date. 29-may-2019; d4: model number: 4000.